Manufacturer narrative:
The manufacturing lot was not provided; therefore the device history records relative to the manufacturing, inspection and packaging of the product could not be completed. The device was not returned for analysis and is not expected to be returned; therefore no physical or visual analysis could be performed. This is a known inherent risk of the tavr/tavi procedure. Based on the information provided a combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received a follow-up medwatch report will be submitted. No product returned.

Event description:
As reported: "valve insertion as usual, significant push to cross arch, after crossing arch blood pressure dropped, tee showed effusion. Over 200cc tapped. Chest cracked and pe repaired by surgeon. Edwards s3 implanted. The subject underwent cardiopulmonary bypass, open chest apex repair and pericardiocentesis followed by deployment of an edwards s3 valve. Source indicated "it was clear that the apex had a rupture probably due to the guidewire." The event was recovered/resolved." The subject was discharged five days later.